Manufacturer narrative:
(B)(4). Evaluation summary: visual and dimensional inspections were performed on the returned device. The reported deployment issue was unable to be confirmed as the stent had already been deployed. The tip separation was confirmed. The difficulty removing and stent elongation was unable to be confirmed as it was based on case circumstances. It should be noted that the supera instruction for use: the recommended pre-dilatation diameter for a 6.0 mm stent is to use a balloon diameter greater than 6.5 mm. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other similar incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined that the cause for the difficulties was due to user error.

Event description:
Subsequent to the previously filed medwatch report, new information was received as follows: when attempting to remove the supera, the distal end (tip) stretched and the tip separated inside the sheath. A surgical cutdown was performed and successfully removed everything from the patient. The surgical outcome was considered successful and there were no further adverse patient effect. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the common femoral/iliac artery. Pre-dilatation was performed on the 6.0 vessel with a 5.0 x 100 mm balloon catheter at 14 atmospheres. After deployment of the supera stent at 14 atmospheres, during withdrawal of the delivery system from the anatomy using fluoroscopy, the delivery system caught on the introducer sheath. At this point it was observed that the stent implant was still on the delivery system, but had elongated to the point where it appeared the nosecone was stuck. When the elongated stent entered the sheath, any further deployment of the stent was not possible. Attempts to remove all devices from the patient were unsuccessful; therefore, the patient was sent for surgery for cut down and repair. No additional information was provided.